Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: air hose device, burr attachment device x2, saw attachment/in-line device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the burr attachment device produced heat, excessive noise, did not function, had cosmetic damage-worn etch and an illegible labeling etch. It was further determined that the device failed pretest for marking & labeling and function test. It was noted in the service order that the device did not work while in use with an air hose device, two burr attachment devices and a saw attachment/in-line device. This event did not occur during surgery. It was reported that there were no delays to a surgical procedure and the procedure was completed as intended. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.